Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "excessive biofilm accumulation on the device" malfunction would like to be related to the reprocessing that was not conducted/completed at the user facility. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited excessive biofilm accumulation in the insertion tube. There were no reports of patient involvement.